Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the black box and history for the event on (B)(6) 2012 have been overwritten and can no long be reviewed. No defect was found. The current black box shows no evidence of power on resets. Battery compartment and returned battery cap and contain no damage. Returned battery cap secures tightly to the pump. Pump powers on normally with audible and vibratory sounds. The pump was exercised for 24 hrs with returned battery cap, no power interruptions duplicated during this time. Removed pump cover; no damage to the printed circuit board was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump was losing power. The pump was unavailable for troubleshooting at the time of the initial contact. There is no reported adverse event associated with this complaint. There is no additional information regarding the alleged power issue at this time. The reporter was to call animas customer support back when the pump was available. Customer support has attempted to contact the reporter for additional information and troubleshooting, but has been unable to reach the reporter. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.